Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had two act and down arrow are not responding. Customer¿s blood glucose was 305 mg/dl at the time of incident. Troubleshooting was performed for keypad anomaly. The insulin pump will not be returned for analysis.